Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva system blood glucose results of 14.2 mmol/l, 7.2 mmol/l, and 7.5 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.